Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to deterioration of video connector socket, the video connector could not be disconnected smoothly. Because output socket was worn out, the video connector could not be disconnected smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center has a defective socket. The issue was found during reprocessing. Inspection and testing of the returned device found an e105 light emitting diode (led) light source error code. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error code e105 was due to a faulty led unit. However, the specific cause of the faulty led unit could not be established at this time. Olympus will continue to monitor field performance for this device.